Event description:
Programming history database was reviewed for the suspect generator, and the impedance throughout the database was within normal limits. Additionally, session report containing the pre-operative system diagnostics was received and reviewed. The pre-operative impedance on the date of surgery, was also within normal limits. Therefore, it can be concluded that the damage to the feedthru wire occurred during the generator replacement surgery. No additional relevant information has been received to date.

Event description:
The patient underwent prophylactic generator replacement. The explanted generator was received and product analysis (pa) was completed. During analysis, high impedance was seen (>9000 ohms). Visual analysis identified a break in the feed through wire. The break was soldered and the remaining analysis showed no further issues. The exact mechanism of the failure of the feed through wire, as well as when the failure occurred, could not be determined within the pa lab. No additional relevant information has been received to date.